Manufacturer narrative:
Result: the distal shaft of the catheter is fractured approximately 5.5 cm from the distal tip. The break site shows severe material deformation and stretching of the polymer. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates the distal tip of the neuron 070 delivery catheter separated from the rest of the device when removing the catheter from the packaging. Evaluation of the returned device confirmed a fracture in the distal shaft of the catheter approximately 5.5 cm from the distal tip. This fracture was likely caused by improper handling of the device during removal from the packaging. It appears that the catheter tip was held down by the packaging mandrel end in the packaging and when the device was pulled from the proximal end, the force used was in excess of the tensile strength of the material, causing the polymer material to yield and stretch before breaking. The packaging card and mandrel were not returned and could not be evaluated. Devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a procedure, upon removing a neuron 6f 070 delivery catheter from its packaging, the distal tip of the catheter separated completely from the rest of the device. The mandrel remained intact after the separation, which may have been the root cause.